Event description:
Part of the mesh eroded through my vaginal wall resulting in surgery to remove it. I now feel it coming through again and have an appointment scheduled on (B)(6) 2012 for evaluation.